Event description:
The customer connected the AED to a pt and the unit recommended shock. The customer reviewed the data from the AED and feels a shock should not have been advised.

Manufacturer narrative:
Results of device investigation will be provided in f/u report.